Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed. During the inspection, no particulate matter was observed inside the fluid path. The reported condition was not confirmed. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a 60" micro-volume extension set in which particulate matter was identified in the tubing. According to the report, the patient stated "there are two little white pieces in the tubing that are causing the pump to alarm." The event occurred in the patient's home, where she was being treated for pulmonary arterial hypertension (pah). The patient reported an unspecified occlusion alarm while infusing remodulin using a crono 5 pump. It is unknown if the tubing was actually occluded. The patient changed the tubing when the alarm occurred (2 times) and continued treatment without further incident. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.